Manufacturer narrative:
Medtronic received the following information from the journal article entitled: fenestrated thoracic endovascular aortic repair using physician-modified stent grafts (pmsgs) in zone 0 and zone 1 for aortic arch diseases. Jiechang zhu, xiangchen dai, phasakorn noiniyom, yudong luo, hailun fan, zhou feng, yiwei zhang and fanguo hu. Cardiovasc intervent radiol (2019) 42: 19¿27. Https://doi.org/10.1007/s00270-018-2079-9. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician modified valiant stent graft was implanted in a patient for a fenestrated thoracic endovascular aortic repair "between". It was reported that the patient died of sudden cardiac arrest intra-operatively after the deployment of the physician-modified stent graft and all the supra-aortic branch stents. It was reported the sudden cardiac arrest was most likely associated with high after-load for a long time during the catheterization of the supra-aortic branches. It was reported aortic valve damage by device tip was also a possible cause. In addition, partial obstruction of cerebral flow during the procedure might be related to the death.